Event description:
Reporter alleged the lancet needle from the softclix plus lancet kit used in finger-stick blood glucose testing did not work. The MFR evaluation department determined the needle did not retract after use. The location of the testing was not provided. As a result, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. Softclix plus system: catalog # 04628349001 and batch number bas045.

Manufacturer narrative:
The suspect product is the softclix plus lancet.